Manufacturer narrative:
A promus elite ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal end of the stent. Struts were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 22-sep-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 20 x 3.00mm, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. Pre-dilation was performed with a 10 x 3.00 balloon catheter, resulting in 80% residual stenosis. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment but was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.